Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the lens was observed to be scratched. The lens was removed through an enlarged incision. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal regions. The distal tip of one haptic was broken/torn (not returned). The remaining haptic was torn in the outer distal tip (still attached) and could have appeared as a scratch on the haptic. The optic edge was torn/split, chipped, and torn/split with a cut-like appearance from the optic edge past the central optic zone. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested 04/09/2008 and 04/18/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/02/2008.